Event description:
Additional review indicated that the patient¿s wife stated the pump didn¿t really work or something wrong. The patient also was stressed out and acting ¿a little weird.¿ the patient didn¿t feel right after last refill back to (B)(6) 2012. The physician was upping the pump and sending him home after the patient reported the event to his physician.

Event description:
It was reported that the patient experienced an underdose. The patient had diarrhea, stomach cramps, and a bad headache. The patient had no oral medication. These symptoms started around (B)(6) 2012. There were no falls or trauma associated with the event. The patient therapy manager (ptm) was delivering boluses, and his next refill was in march. The drug in the pump was morphine. It was later reported that the patient had inadequate pain control. The patient's intrathecal medication was changed from morphine to dilaudid (hydromorphone). The physician did not contribute the event to be related to the device. Additional information in october stated that the patient was experiencing withdrawal. No other information was known at that time. In november, it was reported that since the patient had the pump implanted the patient had experienced respiratory failure, delusions, and "all sorts of stuff." The respiratory failure occurred two weeks after implantation. The health care professionals were differed in opinion over the cause of the respiratory failure: intrathecal medication verses "stuff being sprayed in the field." It was noted that the patient had a morphine allergy, but the intrathecal morphine was put in the pump anyways. It was thought that the intrathecal morphine would react differently with the patient than oral medication. Currently the patient was not getting his medications and was going through withdrawals. The patient was vomiting and nauseated, had massive diarrhea, had uncontrolled pain, and didn't feel right. There were times the patient didn't know where he was. The patient was very delusional: he wanted messages to be given to people who had been dead for years. The patient was brought to the emergency room, but the staff would not administer anything due to the patient's having a pump implanted. The delusional states started since the medication was changed to dilaudid. The dilaudid was started at a much lower rate than the morphine had been and had been titrated up. At refills, a vial of medication was pulled out, but there was no indication that anything was off or not. The patient was looking into another health care provider.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).